Event description:
It was reported that the patient presented to the electrophysiology (ep) lab for a lead revision procedure. The right ventricular (rv) lead was noted to exhibit high capture threshold in bipolar configuration. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.